Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was part of a system revision due to infection, however the lead could not be removed. The patient is scheduled to be seen at a different hospital to have the lead removed. There were no additional adverse effects reported.